Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl with high ketones resulting in an emergency room (ER) visit. Cause of bg/ketones was not known. While at the ER, the customer had ketones flushed out of their system. Customer left the ER the same day with an unknown bg and in fair condition.